Event description:
Additional information: it was later reported that the catheter revision performed as of the date of this report. Up on opening pump pocket a white, crusty powder-like material noted around connection of sc onto pump was observed. There was no csf (cerebrospinal fluid) from catheter; therefore, the entire catheter was replaced with good csf flow from the new one. The catheter was returned to test for clogging.

Manufacturer narrative:
(B)(4). The catheter was received in 2 portions labelled segments 1 and 2. Analysis concluded a non-significant anomaly with a dried drug or blood occlusion. The catheter was inspected prior to other testing and the dispensing holes were found to be free of any material but a white crystallized material was seen on the sc connector. This white crystallized material was observed to be mainly on the outer white silicone boot. This material was not specifically asked to be analysed and was not saved. A photo taken of the lumen at the bottom of the sc connector showed no crystallized material in this area or any of the crystallized material down in the cup area of the sc connector. Patency testing showed an occlusion in segment 1 however it was not in the proximal portion close to the sc connector but rather in the more distal portion of segment 1. If the crystallized material seen was related to an occlusion it would be expected to be found in the most proximal portion of the return. The occlusion that was seen more distal may be related to drug left in the catheter after explant. It was noted that the occlusion was able to be broken loose after segment 1 was cut once to narrow down the area of the occlusion. It was concluded that the occlusion was not related to a manufacturing issue with the catheter. Segment 2 was found to be patent. Under a microscope inspection two separate holes were found towards the distal end of segment 1 in the area of the 29 cm marking. It was not possible to determine exactly how these holes may have occurred or whether they were present while the catheter was implanted or during the explant procedure. However the holes are not related to the manufacture of the catheter. Finally, non-significant coring was seen down in the cup of the sc connector. Extensive pressure testing did not show any leaking occurring in this area. Because of this it was unknown how that crystallized material appeared in the area of the sc connector and outlet port of the pump. Since no leaking around the sc connector during pressure testing, it indicated that the seal portion of the sc connector was capable of correctly sealing to the pump¿s outlet port. The coring that was seen was somewhat centered and no damage was seen to either of the retaining ring fingers. This indicated that there was a good connection of the sc connector to the outlet port of the pump while implanted. The crystallized material seen most likely did not come from inside of the sc connection to the pump and most likely the crystallized material did not migrate from outside the catheter and into its lumen.

Event description:
Additional information: it was stated that the catheter blockage was due to bupivacaine crystalizing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: it was noted per analysis that the catheter body had a user related hole. The holes seen may have contributed to the occlusion that was found in segment 1 if a majority of the drug exited from these holes. As less of the drug continued distally in the catheter, that drug remaining in the catheter distal to the holes may have started to crystallize.

Event description:
It was reported that the patient was at the emergency room (ER.) The ER physician wanted to do an MRI and was concerned about overdose; he was considering the options for stopping the pump if it was decided there was need to do so. The device system was used to deliver fentanyl and 'some sort of anesthetic medication.' It was later reported that the patient experienced 'some oral numbness.' Her pump dose was increased a week prior to ER visit. The ER physician had taken patient for a CT scan, it was unknown if an MRI was done. Per the reporter the ER physician probably thought the device was giving the patient too much medication, hence was considering turning it off. It was later added that the patient had given herself a bolus at 9pm on (B)(6) 2013 and at 2:30 am on (B)(6) 2013 the patient woke up with itching at pump pocket site, and on her back, at 5:30am the patient had weakness and numbness in her left leg, was unable to urinate and had itching and numbness on her left cheek. The ER physician was concerned the symptoms were due to bupivacaine in the device. MRI of lumbar spine performed and compression was noted at l1. A CT scan of the head was 'normal.' The patient was transferred to a different hospital for decompression surgery. The primary pump doctor ordered a decrease in pump infusion by 15%, which was completed (date not specified) and the patient was instructed to not use her patient therapy manager programmer until the next day (date not reported.) It was also noted that all medical doctors felt the issue was due to spine compression not pump medications.

Event description:
Patient continued to have concerns with my device or therapy and was not getting any pain relief.

Event description:
Previously reported {patient continued to have concerns with my device or therapy and was not getting any pain relief} did not pertain to this event and has been reported in MFR report # 3004209178-2013-14960.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).